Event description:
The patient is a female who tripped and fell approximately one and a half days before admission. She was found to have a left pneumothorax and rib fractures by chest x-ray. She underwent placement of a tube thoracotomy by outside providers. A feeding tube was inadvertently placed through the right airway into the right pleural space with the tube feeding into the right pleural space. The patient was transferred to the ICU for further management and was intubated.